Event description:
It was reported that the pump's control-iq software was intermittently not adjusting insulin delivery as expected. The customer experienced a low blood glucose level (50 mg/dl) level due to the reported issue. The customer consumed glucose tablets and carbohydrates to treat the bg. Troubleshooting indicated that the pump was functioning as intended.